Manufacturer narrative:
Based on the claim against the product noting insulation damage, an investigation is in progress to determine the cause of this reported event. An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the instrument had insulation damage. The damaged insulation has the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument wire had damaged insulation. There was no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Fa found the primary failure of insulation damage to the conductor wire to be related to the customer reported complaint. The instrument was found to have damage to the conductor wire¿s insulation. The instrument passed the electrical continuity test. The wires were found to be exposed within the insulation. There was no material missing. There were no signs of thermal damage. The root cause of this failure is attributed to component failure. Additional observation not reported by the site was also identified: the maryland bipolar forceps instrument was found to have scratch marks/abrasions on the bipolar yaw pulley. There was no material missing.

Event description:
Refer to h10/h11 for follow-up information.